Event description:
A pharmacist called on behalf of the customer. The pharmacist alleged the customer's contour meter gave a blood glucose reading of 70 mg/dl, while another meter read 24 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting, so no product will be returned at this time.